Event description:
Per the customer, after performing initial scans successfully with the device, the spinemask failed to capture twice before it prompted to ¿redefine points.¿ the customer was able to select the individual leds on the spinemask like a point-to-point registration method. The leds were all completely visible and the spinemask looked to be entirely in the scan. After selecting each individual point, they were able to capture the spinemask and continue registering. The incision was performed below the rectangle of the spinemask. The spinemask was placed sideways underneath the patient¿s shoulders, with the communication unit toward the patients left arm, and was fully intact. The incision was performed at the lower lumbar. A landmark check was not initially performed due to delay in registration and desire to begin navigation immediately once available. Per the customer, initially, the instruments seemed to be accurate, but failed to be accurate later on. Use of navigation was abandoned after it was determined to be inaccurate. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, after performing initial scans successfully with the device, the spinemask failed to capture twice before it prompted to ¿redefine points.¿ the customer was able to select the individual leds on the spinemask like a point-to-point registration method. The leds were all completely visible and the spinemask looked to be entirely in the scan. After selecting each individual point, they were able to capture the spinemask and continue registering. The incision was performed below the rectangle of the spinemask. The spinemask was placed sideways underneath the patient¿s shoulders, with the communication unit toward the patients left arm, and was fully intact. The incision was performed at the lower lumbar. A landmark check was not initially performed due to delay in registration and desire to begin navigation immediately once available. Per the customer, initially, the instruments seemed to be accurate, but failed to be accurate later on. Use of navigation was abandoned after it was determined to be inaccurate. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.